Manufacturer narrative:
Date sent to FDA: (B)(4). Patient codes: (B)(4) - surgical intervention. Device codes: (B)(4) - hernia recurrence occurred. It was reported that the patient experienced pain, infection, abscess, hernia recurrence, scarring and mesh erosion. It was reported that she underwent mesh removal surgery on (B)(4) 2014. No additional information provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 01/06/2020.